Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager evaluated the iabp and confirmed that both the helium tank knob and clamping knob was missing from the iabp. To resolve the issue, the stm replaced both parts, performed all functional and safety tests to factory specifications and returned the iabp to the customer as approved for clinical use. Full event site name:(B)(6).

Event description:
The customer reported that prior to use on a patient, it was observed that helium tank knob and the clamping knob for the tank on the cs300 intra-aortic balloon pump (iabp) was missing. There was no patient involvement, thus no adverse event was reported.